Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon had a spirting leak at the proximal edge near where it connects to the catheter. Reportedly, the patient had blood loss and edema. The procedure was completed with another hurricane rx dilation balloon of a smaller size. The patient outcome was reported to be fully resolved. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.